Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the inner guide cannula buckled. An rx stent/7 x 10cm stent had been advanced to an unspecified target lesion within the common bile duct. While attempting to deploy the device, the inner guide catheter buckled. The device was removed from the pt and the procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".